Event description:
The iab was inserted into the pt on 12/16/97. On 12/17/98 after iabp for about 24 hrs, "check iab cath" alarm sounded from the pump and a clot was noted in the catheter. The iab was removed and no second was inserted. Inspite of several calls to the facility, the iab was never returned to datascope for eval. [Event complications]: none from the event-reported 12/17/97. [Pt's current status]: stable-rpt'd 12/17/97.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for one return of the product. (This follow-up MDR was mailed to the FDA on 9/1/98).